Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.93 to 2.64 volts between (B)(6) 2012 and (B)(6) 2012 is before device recommended replacement time less than equal to 2.62 volt.

Event description:
It was reported that there was a sudden drop in battery voltage, and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.